Event description:
The customer reported wash car motion errors and unable to initialize involving the access 2 immunoassay system. The customer also noted the wash car was making noise during operation. The customer was advised to wear proper personal protective equipment (ppe) prior to troubleshooting. Troubleshooting was performed but unsuccessful. There was no report of impact to patient results associated with this event. There was no report of patient consequence or change in patient treatment associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) removed jammed reaction vessels (rvs) from the wash carousel and replaced wash carousel bearings. During verification tests, shuttle and incubator belt jam occurred. The fse replaced incubator belt clips and a wash carousel motion error occurred during verification test. The fse ordered parts and returned on (B)(4) 2013 and replaced the power supply but the wash carousel motion errors recurred. The fse replaced the incubator belt and confirmed correction with passing verification tests. The instrument was returned to operation.